Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that leads ECG on the heartstart xl could not be acquired. There was no patient impact.